Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicated, unable to sign in. The technical support specialist (tss) worked with the customer to reboot the servers, and an old update took effect. The cyber suite versions did not match between the app, report, and database servers, which disabled services from accessing the database. The tss align the cyber suites across all components and coordinated with information technology (it) to update transport layer security (tls) settings. Services were restored and the issue was resolved. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were unable to sign on, and the server was not communicating. After maintenance was performed, the server remained unable to communicate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.